Event description:
It was reported that pump housing around usb port was damaged due to normal wear and tear, causing screws to no longer hold plastic piece in place and preventing pump from being guaranteed watertight, although charging ability was not affected. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged warranty replacement pump.